Event description:
Rptr rec'd a box of medication from mail order pharmacy. Two of the three boxes of vivelledois were bound by rubber bands despite having alerted pharmacy to latex allergy. About 90 minutes after opening box, rptr experienced an allergic reaction requiring benadryl 50 po, prednisone 60 po and xopenex 63 mg via nebulizer. This is not the first time that pharmacy has ignored rptr's allergy to natural rubber latex and sent rptr medications using rubber bands. Employer mandates use of this pharmacy.